Event description:
It was reported that during implant, the right ventricular (rv) lead was unable to be implanted due to the lead having moved and multiple attempts to subsequently place it were unsuccessful. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.